Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of approximately one year (13.10 months) and was replaced with an edwards 6900pj25 valve due to unknown reasons.

Manufacturer narrative:
Reportedly, the ring was explanted after an implant duration of 13.10 months and replaced by an edwards 6900pj25 valve. The device is not available for evaluation as it has been discarded by the hospital. No patient information has been made available. No further details were provided. Method: device not returned, discarded by hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: explants of rings at sometime during a postoperative period (> 0 days) are typically performed for a failed valvuloplasty repair. Although these typically do not represent a malfunction of the annuloplasty ring, they do require reoperation and therefore are considered serious injury. Our implant patient registry was informed that the ring was explanted and replaced by a valve with no allegation of a device malfunction. Since the device was discarded and patient information is not available, we are unable to conclusively confirm the root cause for explant of this device.